Event description:
Patient underwent placement of a bardport implanted port with open-ended catheter, product code 0607540. The kit normally comes with an 18 gauge access needle to access the subclavian vein. This kit came with two similar needles, the normal 18 gauge and another needle of similar size and length which had a stylette in it. The second needle was used to access the subclavian vein. The next part of the procedure requires putting a wire through the needle into the vein -seldinger technique-. However, the wire would not fit in the second needle which is apparently slightly smaller in caliber -19 or 20 gauge-. The needle, therefore, had to be removed from the vein and the 18ga. Needle used to restick the subclavian vein. No adverse event occurred; however, the potential complications from resticking this large vein include significant bleeding or pneumothorax. The kit label did not list the "wrong" needle on the list of contents. I personally saw the kit opened and needle remove. After this problem was encountered, a second kit of the same lot number was opened and it also contained this needle. I contacted co rep who informed me that the kit should not have this needle in it. I was told that this needle was for kits used by radiologists to access the veins -and not the kits used in surgery-. I was told that this event and packaging error would be forwarded to the company's quality dept. I make this declaration not being able to know if further action to correct the situation will occur. Dates of use: one day in 2007.